Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site #18 had a fractured abutment that was removed. Patient came with a broken abutment. Abutment was removed but there is still a piece of the screw in the implant. Need a rescue kit to retrieve the screw. Implant is a tsv 5.7.